Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing were noted on the right ventricular (rv) and right atrial (ra) lead. During the revision procedure, visual confirmation of insulation damage was noted on the rv and ra lead. The ra lead was repaired successfully while the rv lead was capped. An rv lead was previously implanted and capped in the patient, the physician reactivated the old rv lead to resolve the event. The patient was stable with no consequences. Related manufacturer report number: 2938836-2020-03073.